Event description:
Reportedly on (B)(6), 2011, the physician observed that the device could not be interrogated; when a magnet was applied, the magnet rate was at 77min-1, i.e, at end of life. However, during the last follow-up performed six months before, the battery status was normal. The physician decided to explant the device and sent I for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis pending.